Manufacturer narrative:
(B)(4). Results: used to facilitate emdr submission. Method: to facilitate emdr. Method: the device was not returned. Neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute serious injury if this event were to recur. Intervention was necessary, we are filing this report as a product problem/adverse event. Device description: the pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial / full extrusion of the implant. The system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14- gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a male, (B)(6), had palatal implants placed approximately 6 months ago. According to the physician, the patient had pain and difficulty swallowing, foreign body sensation, and implant migration; the implants were removed. The product was not returned.